Event description:
Additional information received indicated the patient had a vaginal resection of anterior and posterior vaginal wall mesh, diagnostic cystourethroscopy on (B)(6) 2014. The patient noted that she feels that some of her pain has improved though she has increasing discomfort from her recurrent prolapse which improves with laying down. She did have stress incontinence after the initial mesh repair but currently is not having leakage of urine.

Event description:
It was reported the patient had an elevate posterior graft implanted in (B)(6) 2013. Since then, she has had a recurrence of her vault prolapse. No further patient complications were reported in relation to this event. Related to MFR. Report #2183959-2014-00281.